Event description:
A peritoneal dialysis has reported that dialysis solution was leaking out of the cassette and into the cycler. The pt noticed moisture on the outside of the back of the cassette when the cassette was removed from the cycler. There are no pt ill effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.